Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received a stuck button alarm. The customer reported that they took the battery overnight and when started it again it was okay. Customer stated they did not press a button down for 3 minutes or longer. Customer stated they were able to clear the alarm. Customer stated the buttons are working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.